Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. Radiographic images were provided and reviewed. Photographic images were made of the returned product.(B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The component had been implanted for 14 years. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00967. This event occurred in (B)(6).

Event description:
Allegedly removed during the revision of another component. Medium activity level.